Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu & backplane were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication error and locked up. There was no patient injury or death reported.